Manufacturer narrative:
4307 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) associated with this complaint and completed the investigation. Failure analysis (fa) confirmed the reported issue as the hrsv had no image during testing and fa concluded there was a defect on main board.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. Following service, the system was tested and verified as ready for use. Isi has received the hrsv monitor involved in this complaint. However, the failure analysis (fa) investigation has not yet been completed. When the fa has been completed and/or if additional information is obtained, a follow-up MDR will be submitted. A log review was performed on system (sk1748) and there were no video related errors found in the event logs. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product. This complaint is a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted or aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported during a da vinci-assisted cholecystectomy procedure the right eye on the surgeon console was completely black. The surgical staff switched to touchscreen view and both the right and left were determined to be functioning normally. The surgeon completed the procedure with the left eye only and there was no reported patient injury. The reporter also indicated that video on both the right and left was good on external monitors. A power cycle on the system was performed prior to calling technical support and the issue with the right eye persisted. Technical support had the customer power off the system and cycle the console breakers on/off, but after power up the right eye on the surgeon console was still black. The technical support engineer (tse) noted there was a possible failure on the right eye monitor panel and the system event logs did not indicate any errors of a video failure. The customer had a scheduled subsequent procedure, but it was undetermined whether the procedure would be done robotically, laparoscopically or rescheduled for another date. Intuitive surgical, inc. (Isi) completed follow up with the customer and obtained the following additional information: the robotics coordinator confirmed that the system was checked at start-up and powered on without error. Initially, there was no vision issue, and the surgeon was able to see through the high resolution stereo viewer (hrsv) until the right eye on the surgeon side console (ssc) went black. The robotics coordinator confirmed that the surgeon completed the procedure with one (left) eye and there was no reported patient injury. Also, the robotics coordinator explained the surgeon was comfortable with the system and completed the second procedure with one eye.